Event description:
Major pump unit(s) involved: external control system failureadditional text: battery not seeded by patientspecific component(s) involved: external battery malfunctionadditional text: patient errorother component:causative or contributing factor: patient error in caring for systemother cause:intervention(s): other interventions, specifyother intervention : external battery plugged back in correctlyimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control syste failurespecific component(s) involved: external battery malfunction